Manufacturer narrative:
The spacelabs equipment involved in the reported event operated according to specifications when tested onsite by a spacelabs fse. No failure was found. No further investigation possible monitor backup logs are retained for 72 hours, complaint was reported 12 days after the event. Therefore no patient data available. This report is complete, and the case is considered closed. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on november 15th, 2021 that there was a patient death on (B)(6) 2021.